Event description:
Same case as MFR report #: 6000089-2006-1879, -1880, -1881. Clinical trial. It was reported that eight days following a coronary drug eluting stenting treatment procedure, the patient experienced a hypersensitivity reaction. The index procedure identified and treated four target lesions. Target lesion one was a de novo, 70% stenosed 3.0x10mm lesion of the mid rca (right coronary artery) which was predilated and treated with a 2.50x20mm taxus liberte drug eluting stent deployed at 12atm resulting in 0% residual stenosis. Target lesion two was a de novo, severely tortuous, 90% stenosed 2.25x10mm lesion of the r-pda (right posterior descending) which was predilated and treated with a 2.25x16mm taxus liberte drug eluting stent deployed at 14atm resulting in 0% residual stenosis. Target lesion three was a de novo, severely tortuous, 80% stenosed 4.0x18mm lesion of the proximal rca which was predilated and treated with a 4.0x20mm liberte bare metal stent resulting in 20% residual stenosis. Target lesion four was a de novo, severely tortuous, 90% stenosed 2.5x12mm lesion of the r-pav (right posterior atrioventricular) which was predilated and treated with a 3.5x16mm liberte bare metal stent resulting in 20% residual stenosis. The patient was discharged the next day on asa and plavix. Eight days following the procedure, it was reported the patient experienced a severe hypersensitivity reaction requiring hospitalization involving a skin reaction, musculoskeletal reaction, and a respiratory reaction. It was reported that the reaction was likely due to a medication other than the anticoagulants the patient was taking. In addition to asa and plavix, at the time of the reaction, the patient was taking: simvastatin, bisoprolol, perindopril, and gtn spray. The event was reported to be resolved fourteen days later. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.